Event description:
Additional information received from the manufacturer representative reported that the patient had a pocket revision and the issue about the ins turning in the pocket making it hard to recharge and recharging status changing from excellent to poor recharge quality was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot#/serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The reason for call was the caller was in a case for a pocket revision. The caller indicated that the patient's ins was turning in the pocket making it hard to recharge. At the time of the call they had removed the ins from the pocket and had the device on an or tablet. The caller indicated that they had towels under the ins to keep it away from the metal tablet. The caller indicated that the recharger antenna was directly on the ins and the controller was showing the recharging status was changing from excellent to poor recharge quality. Tss recommended adding additional space between the charger and the ins. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that the paddle / recharger is not working to charge the implant, and mdt rep laurie kellerher told them to call for replacement recharger (rtm). Patient services (ps) asked caller to unlock the controller and controller showed ins 30%, controller 40% charged. Ps asked caller to start a charging session and controller showed screen 76. Ps recommend putting the recharger (rtm) on the incision area to connect to ins. Caller stated patient has two incision area. Ps reviewed one of the incision area is where the ins is place and caller said they tried both area and still getting screen 76. The issue was not resolved. An email was sent to the repair department to replace the recharger device. Caller stated that patient have an apt on monday with hcp. Ps recommend charging up the controller to 100% before charging the implant. Ps confirmed there is no damage on the recharger. Additional information was received from the manufacturer representative (rep). The reason for call was caller stated that patient was seen yesterday in office and is unable to charge ins as their pocket is too deep so the ins is "jutting out" as oppose to laying flat against the skin so a revision is likely. Caller stated that patient's settings are so high that the recharge interval is 1.4 days so they were inquiring about longevity if 97715 was replaced with prime ins. Caller mentioned that leads aren't in the spinal cord because patient has spine issues to where spine is narrow andcontorted. Caller stated imaging shows leads are over patient's hip and location is listed as "right si". Tss performed recharge calculation with patient's settings if ins were replaced with 97702. Caller stated electrode impedances were all green. A1: 7.0 ma, 450 pw, 130 rate, 0+ 1+ 4- 5- 6+ 7+ a2: 6.8 ma, 450 pw, 130 rate, 9+ 11- 12- 14+ 15+ 24 hours/day estimate was around 5 months (tss guesstimated therapy impedance around 700 ohms and voltage around 5v given conversion from constant current to constant voltage system). The issue was not resolved through troubleshooting. The caller was redirected to tss reviewed 97702 estimation and that we cannot speak to vanta ins at this time but longevity will likely be similar (or shorter) to 97702. Tss suggested option of hcp performing pocket revision and helping patient establish good charging habits so they are able to use intellis as intended. Caller stated they will be discussing this with dr. Ross. Tss entered event date as implant date, month/year valid given that pocket was too deep but ins wasn't turned on until about a week post-op which is when the charging issue would have started.